Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert, battery power loss alarm or battery longevity noted during testing or in the pump trace download. Hardware low level failure alarm confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had reoccurring a pump error alarm during the self-test. The insulin pump had a replace battery alarm without low battery alert. The customer was able to clear the alarm and was able to complete the pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.